Manufacturer narrative:
(B)(4).

Event description:
It was reported that vf episodes were stored in the device's memory, but the beats were not correctly binned during the arrhythmia due to undersensing. No intervention was reported. The patient condition was good.